Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, there was signs of use. The mount was fractured at the hex. The hex piece was returned. The implant had some drive feature damage, likely from removal of the mount. DHR review was completed for the subject lot number 1269707. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269707 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture and dental : functional : does not assemble¿ the customer did submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was the clinician does not follow recommended protocol for implant placement and final seating (e.g. Tool inserted incorrectly, tool selection, tool not fully engaged), or the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex and the implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k011028, k013227.

Event description:
It was reported it also seemed the internal threads ok, the implant were not good. After trying a new impression mount/coping, still couldn't engage the implant. Little piece broke off top of the mount. Tooth 19. Procedure was completed using another implant or another device.